Event description:
Arjo was informed about an incident with the maxi move passive floor lift involvement. The customer reported that while trying to lift the patient up, the device started to tilt over. The patient involved did not sustain any injury. After the event, an arjo representative evaluated the lift. The service technician performed the functional tests of the device and did not found any malfunction - the maxi move was operating as per manufacturer specifications.

Manufacturer narrative:
Arjo was informed about an incident with the maxi move passive floor lift involvement. The customer reported that while trying to lift the patient up, the device started to tilt over. The patient involved did not sustain any injury. After the event, an arjo representative evaluated the lift. The service technician performed the functional tests of the device and did not found any malfunction - the maxi move was operating as per manufacturer specifications. During a site visit, the technician was informed that the lift was placed in a small room and when staff attempted to use the device sideways, the legs of the lift caught on a wheelchair causing the lift to tilt over. The operating and product care instructions for the maxi move passive floor lift (document number: 04.km.00/2us) in the "using your maxi move" section instructs the user how to properly and safely lift the patient: "before lifting a person from a bed, ensure there is sufficient clearance underneath the bed to accommodate the maxi move chassis legs (¿). Using the adjustable width chassis, it is possible to make adjustments to chassis leg widths to assist maneuverability around obstructions, such as bed legs". Additionally, the document contains warning: "before and during operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, support frame and jib". Based on the information obtained during the investigation, it was determined that the cause of the incident was the use error. To conclude, the maxi move passive floor lift was involved in the event as it was used for a patient transfer while the device started to tilt over and from that perspective the device did not meet its performance specification. The complaint was decided to be reportable as the device started to tilt over during use with a patient. No injury was reported.